Event description:
Overdelivery reported. The pump was programmed to deliver morphine 1 mg/ml at 1.0 mg/hour with a 1.0mg pca dose/lockout 5 minutes with a 30.0 mg 4 hour limit. It was reported that a syringe was started at 0215 hours and the pump alarmed "empty" at 0430. The physician was notified and orders to discontinue the morphine, monitor vital signs hourly and start pulse oximetry were rendered. It was reported at the time of event, "the pt was drowsy, but arousable. Respiration rate was 12 bpm". Narcan was not ordered, standing orders for narcan with respiration rate 8 bpm or less. There was no reported pt harm. Pain management therapy was restarted at 1000 with a replacement pump and therapy continued without event. Though requested, there was no additional info available.